Event description:
Tampons I bought the strings keep breaking in half [device breakage]. Case narrative: consumer reported via e-mail that strings keep breaking in half. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.